Event description:
It was reported that, cna found resident with chain caught on 1/2 side rail with back of head caught on mattress. When nursing assistant found him he was breathing when disengaged from bed and lowered to floor he was not breathing. When his airway was opened he began breathing on his own. He had a pulse during the entire episode.